Event description:
A customer reported that during a cataract extraction procedure, low vacuum was experienced. The pt's eye went flat momentarily, so the surgeon added more viscoelastic. The vitrectomy probe was not working and the nurse noted the tip was coming out. The tip was pushed back in and the case was completed following a 30 minute delay. The nurse indicated there was a "tear" of the eye, but was unable to specify the location. Add'l info has been requested, but none has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).